Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised to due a femoral periprosthetic fracture. Femoral head was exchanged, and a large trochanteric grip plate and a dall-miles cable was added. Rep confirmed that no further information would be released.